Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shim (p/n: 254500505) was separated when the surgeon explanted the tibial insert trial with a tibial trial extractor during the tka surgery on (B)(6) 2019 because the claw of the extractor entered between the shim and the tibial insert trial. It was confirmed that looseness and breakage of the bal seal springs at the time of explanting the tibial insert trial and the shim. The surgery was completed within a 30 minutes surgical delay and there was no harm to the patient. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : examination of the returned device confirms the reported event of damage to both balseals. Root cause attributed to user error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.